Event description:
It was reported that was reported that this device was explanted. It was noted that elective replacement indicator (eri) was reached in (B)(6) 2022 indicating a possible shorter then expected longevity. No additional adverse patient effects were reported. The device was not expected to be returned.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that was reported that this device was explanted. It was noted that elective replacement indicator (eri) was reached in (B)(6) 2022 indicating a possible shorter then expected longevity. No additional adverse patient effects were reported. The device was not expected to be returned.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that was reported that this device was explanted. It was noted that elective replacement indicator (eri) was reached in october 2022 indicating a possible shorter then expected longevity. No additional adverse patient effects were reported. The device was not expected to be returned.